Event description:
It was reported that a device was in off mode upon a follow up appointment. The implanting physician was confident the device was programmed to on after leaving the operating room. The device was reprogrammed. It was unknown if there were any patient symptoms or complications associated with the event. It was later reported that the device was reprogrammed from off to on, it was unknown if there was 50 percent or greater symptom reduction, and the event cause was not determined. No troubleshooting, intervention, or other actions were taken to resolve the event. The patient¿s status was unknown. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. The device was powered off at the patient's first post-operative visit on (B)(6) 2014. The patient had a loss of therapeutic effect and a loss of stimulation and it was unknown if these were sudden or gradual. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).